Manufacturer narrative:
On 05 december 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor showed no malfunction. A review of the in-vivo data confirmed atypical temperature sensitivity, which likely contributed to the observed inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, as the conditions present in the body may not always be replicated in the lab. The user was offered a sensor replacement as a resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.